Event description:
The customer reported that the system displayed filament regulator and overload fault error messages. These errors may cause the system to shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service rep plugged the system into an alternate outlet that was more in line with the voltage specifications for the system.